Event description:
It was reported that an extension set, pressure (400 psig) with clave, was found to have blood remaining along the valve (clamp) after connection to a patient. The extension line had been flushed beforehand, as usual, and then connected to the patient. The needle had already been removed, but despite this, blood continued to flow out of the extension line. The event occurred during patient use, so there were patient involvement and no adverse event, and no harm to anyone as a result of this occurrence.

Manufacturer narrative:
(B)(6). One used sample and photos were received for investigation. The device lot history (dhl) was reviewed, and no damage or anomalies were observed. The devices were visually inspected, and a stick-down was noted during the decontamination process. Functional testing was performed, and no anomalies were identified. The hole was consistent with a needle strike. The reported complaint of a leak was confirmed. The returned used sample was observed to leak during testing. The sample was disassembled, and a hole was found on the seal along with a bent spike. The issue reported by the complainant was confirmed and the probable cause remained unknown.